Event description:
It was reported that the treatment was for the superficial femoral artery. After successfully deploying an absolute pro 6.0x30mm stent at the intended location, when the stent delivery catheter was being advanced back through the 6-french sheath, the catheter tip reached the middle of the sheath, but resistance was felt and the stent delivery catheter stopped moving. The sheath and the stent delivery catheter were removed together. Another 6-french sheath was used to complete the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulty removing the sess from the introducer sheath was able to be confirmed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.